Event description:
It was reported that during service and repair pre-testing, it was observed that the attachment device had high temperature and a loose thimble set screw. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the set screw was loose because of locktite deterioration. It was determined that the high temperature was caused by worn bearings which were corroded due to immersion during cleaning. The assignable root cause was determined to be due to a failure to follow instructions for use, which was misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate